Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer stalled when completing the load process causing the screen to "time out." There was no reported adverse effect to the customer's blood glucose level. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.